Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00934. The pt rec'd an scs system, including an ipg and surgical lead, for lower back and leg pain. It was reported that the pt was not receiving effective relief from the scs sys and its presence was causing more pain for him. As such, the ipg and lead were explanted.

Manufacturer narrative:
Eval: results: the returned lead was incomplete. As such, no functional testing could be performed. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.